Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151502.

Event description:
It was reported that the right ventricular lead was explanted due to infection. The patient's condition was unknown.